Event description:
It was reported that the patient fell and sustained head trauma with a gash to the head. The patient was hospitalized and intubated. It was further reported that the right ventricular (rv) lead dislodged and it was unknown if the lead migrated prior to or after the fall. A lead replacement is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.